Manufacturer narrative:
Insulet corporation is submitting this MDR after the 30 day requirement. The reportability associated with the event changed from its original ¿not-reportable¿ determination to ¿reportable¿ after additional information was received. The returned device was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. DHR records were reviewed, and the product met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
Fluid inside omnipod desc: bg levels are high, high bg: 18 mmol/l and a pod alert. Before activation, no active pod screen: unavailable. Bg strip expr dt: 1900-01-01. Bg strip lot no: unavailable. Cannula look any different: no. Did pdm and pod comm prev? Unavailable. Pinch up? Unavailable. How did you prepare the site? Unavailable. How many times cust retry? Unavailable. Insulin brand: novalog. Insulin expr dt: 12/31/2099. Blood in the cannula? No. Ketones: unavailable. Pod site: abdomen. Pod site type: unavailable. Pod wear: pod worn between 4 and 24 hours. Qty being sent: 1.00. Successful fill: unavailable. Pdm moved closer to pod? Unavailable. Pod discarded after retries? Unavailable. Insulin at room temp? Yes. Pdm within range of the pod? Yes. Pod at room temp? Yes. Site clean? Unavailable. Weight: unavailable. Bottle of insulin first opened? Unavailable. Country of incident: netherlands. Basal below 1? Unavailable. Pdm alarm before/during/after use: unavailable. Bolus delivered during incident? Unavailable.